Event description:
It was reported that a pump user experienced prolonged hypoglycemia after making multiple meal announcements to address a postprandial high while the system was already delivering automated corrections, followed by insufficient carbohydrate treatment, leading to extended low glucose duration; the user denied alcohol use, excess activity, long-acting insulin, and accidental cartridge dosing, and the event involved use of oral glucose sources as part of self-treatment. Symptoms included low and very low blood glucose with associated hypoglycemic sensations. Outcomes included self-management without outside assistance or hospitalization. Investigation included review of device use history, user interview, troubleshooting, and education on appropriate hypoglycemia treatment and meal announcement practices. Investigation of this case revealed that duplicative meal announcements while already receiving correction dosing, combined with delayed and inadequate hypoglycemia treatment, contributed to the prolonged lows, and that the user had occasionally announced meals while already low. It was concluded that the device functioned as designed and that user handling and treatment choices contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.